Manufacturer narrative:
E1 (B)(6). The reported issue was investigated by a philips field service engineer (fse). During the evaluation, all four pressure channels were thoroughly tested. Each channel was successfully zeroed, calibrated, and verified for accuracy. No abnormalities or performance issues were identified. The system was found to be operating within specifications and is confirmed to be in good working condition. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that during a cardiac procedure, an abnormal pressure signal jump was observed on the monitoring system. Additionally, three of the four invasive pressure channels were unable to be zeroed. A technical scientist evaluated the system and performed troubleshooting, including testing all four invasive channels. The ¿y¿ cable was disconnected and replaced with a new cable; however, the issue persisted. The inability to zero the affected channels and the abnormal pressure signal behavior remained unresolved following these actions.